Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had only 2 leads implanted. The system was explanted on (B)(6) 2020. The patient was implanted with a new system on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information, but not received.

Event description:
Related manufacturer reference number: 1627487-2020-02660. Related manufacturer reference number: 1627487-2020-02672. It was reported that patient experienced ineffective therapy. X-ray indicated that the leads had migrated. As such, surgical intervention took place on (B)(6) 2020. During the procedure, it was noted that the patient has an infection (reference MFR #:1627487-2020-02656, 1627487-2020-02657, 1627487-2020-02658 and 1627487-2020-02659) . In turn, the entire system was explanted to address the issue.